Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that noise was observed on the atrial channel of this cardiac resynchronization therapy defibrillator (crt-d) system while testing provocative maneuvers. There was oversensing as the noise was labeled as atrial fibrillation (af) on the electrogram (egm). It was noted that there was no pacing inhibition and all other system measurements were normal. The programmed sensitivity was adjusted, and the patient will be further monitored. No adverse patient effects were reported. Currently, this crt-d system remains in service.